Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "one of the extension lines got detached from the junction hub during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported, "one of the extension lines got detached from the junction hub during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred". No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one separated proximal extension line for analysis. The remainder of the catheter was not returned. Definite signs of use were observed on the proximal line. Visual analysis revealed that the separation point of the extension line was smooth and uniform. Visual analysis of the remainder of the catheter could not be performed as it was not returned for analysis. The overall length of the extension line with luer hub measured 135mm which is within the specification limits of 135-137mm per the proximal extension line product drawing. This indicates that the separation likely occurred at the location of the juncture hub. The outer diameter of the proximal extension line measured 2.20mm which is within the specification limits of 2.13-2.21mm per the product drawing. The inner diameter of the proximal extension line measured 1.4732mm, which is within the specification limits of 1.42-1.50mm per the product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a separated extension line was confirmed through investigation of the returned sample. The extension line met all relevant dimensional requirements. However, the remainder of the catheter was not returned to evaluate the nature of the break. Therefore, based on the customer report and without the entire catheter returned for analysis, the potential root cause cannot be confirmed at this time. Teleflex will continue to monitor and trend on reports of this nature.